Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead, was positioned, but the sensing amplitudes were low, at only 0.8mv. The lead was repositioned, but then the helix was not able to be extended. The procedure had already been going for 180 minutes, so a new lead was provided. The new lead was implanted with good parameters and normal helix function and the procedure was completed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix; this likely contributed to the extension and retraction difficulties. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet was able to be inserted into the lumen of the lead, indicating no blockage was present. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the poor sensing that was observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was positioned, but the sensing amplitudes were low, at only 0.8mv. The lead was repositioned, but then the helix was not able to be extended. The procedure had already been going for 180 minutes, so a new lead was provided. The new lead was implanted with good parameters and normal helix function and the procedure was completed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.